Manufacturer narrative:
Concomitant medical products: sdr303b ipg, implanted (B)(6) 2006.

Event description:
It was reported by a health care professional that the lead impedance trends recorded by the patient's implantable pulse generator (ipg) were truncated. It was also reported that the patient's right atrial (ra) lead showed high and variable impedance values for the last five months and the presence of noise. No changes made to date and both devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.